Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During and extension of an endovascular aneurysm repair the physician decided to use the advanta v12. Due to the condition of the vessel and the narrow conditions he gave up and pulled it back out. Later, the doctor decided to show colleagues how the stent looks and works. When expanding the stent with the balloon, the coverage burst, without reaching nominal pressure.

Manufacturer narrative:
A spacelabs technical support engineer was unable to remotely connect to the customer site indicating they were having network related issues. The user was advised to reach out to their it department. A technical support engineer was later able to remotely connect, however no patients were currently admitted to telemetry to perform additional evaluation. At this time, no further reports have been received from this customer. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
N/a.